Event description:
The customer reported that the handswitch and foot switch connector was damaged effectively preventing the system from being able to allow fluoroscopic exposures and resulting in a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The handswitch/footswitch connector was evaluated and repaired. The system was tested and found to be working as intended and returned to service.